Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who received essure (ess205) (batch no. 623459) for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "sterilisation doubtful, repeat hysteroscopy required in one month or indeed another procedure for sterilisation using a clip". On an unknown date, the patient started essure (ess205). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage ("device inserted on the left was broken") and device expulsion ("only a part of the broken implant, the distal portion of the insert with the inner coil was still in place, other part of the implant had slipped off and been spontaneously expelled"). At the time of the report, the genital haemorrhage, device breakage and device expulsion outcome was unknown . The reporter considered genital haemorrhage, device breakage and device expulsion to be related to essure (ess205). The reporter commented: the patient was possibly very unsatisfied. Diagnostic results: on unspecified date: hysteroscopy: sterilisation doubtful. Repeat hysteroscopy required in one month or indeed another procedure for sterilisation using a clip. On (B)(6) 2007: examination due to bleeding and, according to the patient, expulsion of part of the insert: the device inserted on the left was broken, only a part was still in place, i.e. Distal portion of the insert with the inner coil. The other part had slipped off and been spontaneously expelled. Company causality comment: this spontaneous case report refers to a female patient who had essure inserted and experienced genital haemorrhage ("bleeding") and device breakage ("device inserted on the left was broken"). Part of the broken device expelled and the other one stayed in place. Genital haemorrhage is serious due to its medical significance and device breakage is non-serious. Both events are anticipated in the reference safety information for essure. During the essure therapy, device breakage may occur. In this case, the exact time point and mechanism of the breakage is not known, however, considering its nature, device breakage is considered related to essure. Abnormal genital bleeding and menses pattern changes may occur during essure therapy. Given the compatible temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as other reportable incident due to breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information have been requested.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure (ess205) (batch no. 623459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "sterilisation doubtful, repeat hysteroscopy required in one month or indeed another procedure for sterilisation using a clip". On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage ("device inserted on the left was broken") and device expulsion ("only a part of the broken implant, the distal portion of the insert with the inner coil was still in place, other part of the implant had slipped off and been spontaneously expelled"). At the time of the report, the genital haemorrhage, device breakage and device expulsion outcome was unknown. The reporter considered device breakage, device expulsion and genital haemorrhage to be related to essure (ess205). The reporter commented: the patient was possibly very unsatisfied. Diagnostic results: on unspecified date: hysteroscopy: sterilisation doubtful. Repeat hysteroscopy required in one month or indeed another procedure for sterilisation using a clip. On (B)(6) 2007: examination due to bleeding and, according to the patient, expulsion of part of the insert: the device inserted on the left was broken, only a part was still in place, i.e. Distal portion of the insert with the inner coil. The other part had slipped off and been spontaneously expelled. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received. Company causality comment: other reportable incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.